Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50, lot # 3000863, 3031447, 1016905, description: linear 3-4 lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an implant procedure, the patient felt as though a stitch was still in her neck. The physician assessed that it was the suture around one of the leads and he decided to cut the electrode, and remove the protruding bit. The patient was left with a cut lead and no electrode. The remaining three leads were left intact. The physician administered an antibiotic cream for the wound site.

Manufacturer narrative:
Additional information was received that another lead was removed. The patient now has two leads implanted and is reportedly doing well post-operatively. Malfunction was not suspected.

Event description:
A report was received that following an implant procedure, the patient felt as though a stitch was still in her neck. The physician assessed that it was the suture around one of the leads and he decided to cut the electrode, and remove the protruding bit. The patient was left with a cut lead and no electrode. The remaining three leads were left intact. The physician administered an antibiotic cream for the wound site.

Event description:
A report was received that following an implant procedure, the patient felt as though a stitch was still in her neck. The physician assessed that it was the suture around one of the leads and he decided to cut the electrode, and remove the protruding bit. The patient was left with a cut lead and no electrode. The remaining three leads were left intact. The physician administered an antibiotic cream for the wound site.